Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the control body broken, the segment compressed (short in length), the operation channel (primary) buckled, the light guide cable buckled, the angle wire play, the insertion flexible tube leak, the forward body cover leak, the objective lens scratched, the lcb distal cover glass scratched, the water jet tube dirty, the air tube dirty, the lg connector loose, the distal body worn out, the bending rubber gluing poor finish, the stay coil improper soldering, the air nozzle sharp, the water nozzle sharp, the nozzle gluing discolored, the software misconfigured, and the light guide cable twisted; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).